Manufacturer narrative:
The insulin pump passed displacement test, off no power test, self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had failed self test alarm noted during self test due to faulty board. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a failed self test alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.